Event description:
Pump was being used in the nicu on a pt. The pt is fine. Normal saline was being infused. One of the syringe pumps, not recently reprogrammed, was infusing a flush. The pump alarmed a sound never previously heard before and stated "alarm 1111". Then the pump turned itself off.

Manufacturer narrative:
The eval is currently underway. A follow-up report will be initiated when the eval is complete.